Event description:
A 32mm amplatzer septal occluder (aso) was successfully implanted. Five days later, the patient returned for follow-up and an echocardiogram revealed the aso had embolized into the right ventricle. The patient was referred for surgery, the aso was explanted and the atrial septal defect was surgically repaired.

Manufacturer narrative:
No product was returned and review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.